Manufacturer narrative:
The patient sample was requested for investigation; however, no sample could be provided. In general, an elevated tnt result whereas tni stays negative is clinically possible in several clinical pictures without heart involvement. As the patient suffers from myocarditis the customer now doubts the negative (competitor) tni result. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6). (B)(6).

Event description:
The initial reporter stated that they received discrepant high results for two samples from the same patient tested with the elecsys troponin t hs assay on a cobas 8000 e 801 module. The incorrect results were reported outside of the laboratory to the medical doctor in charge. The physician believes the high values were caused by cross reactivity to a drug the patient received, abatacept (abc). The patient has rheumatoid arthritis and was treated with the drug abc. During this treatment, the patient had myocarditis. The patient was already being hospitalized for an unknown reason and was moved to the intensive care unit due to the myocarditis. The patient's abc treatment was stopped when moved to intensive care. In the intensive care unit, the first sample from the patient was tested, resulting with a troponin t value of approximately 3000 ng/l. Within the next 5 days, a second sample from the patient was tested, resulting with a troponin t value of approximately 500 ng/l. Parallel measurements of the samples occurred using the troponin I ilma assay and the troponin I values were in the normal, non-elevated range. The negative troponin I values could be reproduced. The serial number of the e 801 analyzer is (B)(4).